Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. She was not getting any communication between the programmer and stimulator¿. She had tried "new batteries twice and it did not appear to have any corrosion in the battery contacts¿. Patient tried using the programmer without the antenna, but she was still getting a poor communication screen". The patient was asked if she was still getting symptom relief, she stated ¿wanted to change the settings 2-3 weeks ago, and had to increase it sometimes". The patient stated that it had been a problem for a little while. It was unclear if patient was referring to therapy. The patient just wanted to change the settings, every once in a while but her implants are fine and had been working well¿. It was indicated that patient received a replacement programmer a day after this call and was still not able to communicate with or without her implant and not being able to make adjustment both with or without antenna attached. The patient reported a loss of therapeutic effect thought it was about a month or two. The patient indicated that she had been awhile since she last used the programmer. It was noted that when she increased she kept it at that level for a short period and then the sensation started to bother her and she turned it down, she could barely feel it so she was unsure on how long it stopped helping. It was noted that the last time that patient had device checked at hcp office was about one year ago. Addition information received later on (B)(6) 2014 indicated that patient still had concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. The patient¿s appointment was scheduled for 2014-08-22. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v380838, implanted: (B)(6) 2010, product type: lead. (B)(4).